Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/24/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of an ar-13995n multifire scorpion needle broke off in the patient's shoulder. An x-ray was performed in the operating room to locate the broken needle tip. Upon completion of imaging, the attending physician confirmed that no foreign object was detected in the patient¿s shoulder. This was discovered during a left shoulder arthroscopy rotator cuff repair procedure in (B)(6) of 2025. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.